Event description:
It was reported that an erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical unit (esu/generator, model vio 300 d, part number 10140-000 was used in a procedure to treat arteriovenous malformations (avms) in the duodenum. The settings for the erbe apc/esu system were apc, effect 2 at 45 watts. The tissue was touched with the tip of the probe causing a bleb. Approximately 15 hours after the procedure, a perforation was discovered. Surgery was then performed to address the perforation, and the pt recovered without any further complications.

Manufacturer narrative:
The apc and esu devices were deemed by the hospital to be functioning properly; therefore, the units were not returned to erbe for an evaluation. A device history record (DHR) review at erbe did not reveal any anomalies with the apc/esu system. In conclusion, no equipment problem occurred that would have caused or contributed to the reported event. To further address the issue, add'l in-service work was performed at the medical facility on 07/24/09. The work involved, stressing the importance of verifying settings, and reviewing proper technique for this non-contact coagulation modality. No trends have been identified with this incident. Erbe use, inc. Is not closing the file on this event.